Event description:
During the implant procedure, the right atrial (ra) lead could not be positioned due to the lead body rotating while extending the helix. The ra lead was removed and replaced with no patient consequences. Related manufacturer report number: 2017865-2017-32852.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with tissue. The outer insulation was slightly twisted due to over-torque of the inner coil at the connector region. After cleaning, the helix extended and retracted. The over-torqued inner coil contributed to the event.